Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl at the time of hospitalization. Customer stated they was in intensive care unit. The customer was treated with manual injection and intravenous insulin in the hospital. Customer reported they did contact their health care professional regarding the high blood glucose. Based on customer report customer did not allege the insulin pump was under delivering. Customer experienced symptoms such as nausea, vomiting, abdominal pain and dehydration. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads and cracked reservoir tube lip. (B)(4).